Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was in discharge status. A technical support specialist dialed into the station, ran a server down query, and found no issues on carefusion coordination engine. The server uptime was over 600 days. The technical support specialist ran an adt (admit discharge and transfer) messages query and found that the patient had been discharged. The customer was advised to send a message with a discharge date in the future. The reserve discharge settings were changed, and the customer was informed to attempt to undo the discharge. The customer confirmed that the issue had been fixed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patient was in discharge status. The customer stated that due to this malfunction the user was unable to dispense medication which made creating temporary profiles and caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.